Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: right side misplaced; in uterine cavity"), embedded device ("right side originally misplaced (never in tube) with embedment in uterine cavity"), pregnancy with contraceptive device ("pregnancy with essure device"), genital haemorrhage ("abnormal bleeding (general)"), haemorrhage in pregnancy ("pregnancy bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 24-year-old female patient (gravida 4, para 4) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous ((B)(6) 2002, (B)(6) 2003, (B)(6) 2006), anxiety, depression, microscopic hematuria, multi gravida and genital bleeding. Previously administered products included for an unreported indication: depo-provera from 2004 to 2006, loestrin and birth control pills. Concurrent conditions included tachycardia since 2014. Concomitant products included metoprolol since 2014 for tachycardia. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 14 days after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and rash ("rash"). In (B)(6) 2007, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2008, the patient experienced bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems or changes"), the first episode of migraine ("migraines / headaches"), the second episode of migraine ("migraines / headaches") and alopecia ("hair loss"). On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In 2013, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), skin disorder ("rashes or skin conditions"), allergy to metals ("nickel allergy/ allergic or hypersensitivity") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on(B)(6) 2015. At the time of the report, the device expulsion, embedded device, pregnancy with contraceptive device, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, vaginal haemorrhage, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, skin disorder, bladder disorder, urinary tract disorder, the last episode of migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and rash outcome was unknown, the weight increased was resolving and the alopecia had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, nausea, pregnancy with contraceptive device, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of migraine and the second episode of migraine to be related to essure (ess205). The reporter commented: it was reported that she went into early labor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pregnancy test - on an unknown date: positive . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-jul-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: right side misplaced; in uterine cavity"), embedded device ("right side originally misplaced (never in tube) with embedment in uterine cavity"), pregnancy with contraceptive device ("pregnancy with essure device"), haemorrhage in pregnancy ("pregnancy bleeding") and genital haemorrhage ("abnormal bleeding (general)") in a 25-year-old female patient (gravida 4, para 4) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous ((B)(6) 2002, (B)(6) 2003, (B)(6) 2006), anxiety, depression and microscopic hematuria. Previously administered products included for an unreported indication: depo-provera from 2004 to 2006, loestrin and birth control pills. Concurrent conditions included tachycardia since 2014. Concomitant products included metoprolol since 2014. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2008, 1 year 3 months after insertion of essure (ess205), the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain, embedded device (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic or hypersensitivity"), cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)"), vaginal infection ("infection (bladder/ urinary tract/vaginal)"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), skin disorder ("rashes or skin conditions"), bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines / headaches"), headache ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, pregnancy with contraceptive device, haemorrhage in pregnancy, hormone level abnormal, genital haemorrhage, hypersensitivity, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, skin disorder, bladder disorder, urinary tract disorder, migraine, headache, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, vaginal haemorrhage and menorrhagia outcome was unknown and the weight increased and alopecia was resolving. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhage in pregnancy, headache, hormone level abnormal, hypersensitivity, migraine, nausea, pregnancy with contraceptive device, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). No further causality assessment were provided for the product. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. Pregnancy test - on an unknown date: positive . Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet received: events per pfs: hormonal changes, pregnancy (no complications), abnormal bleeding, allergic or hypersensitivity, infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), malposition of essure device location of device: right side misplaced; in uterine cavity, rashes or skin conditions., bladder or urinary problems or changes, migraines / headaches, migration of essure device location of device: uterine cavity, nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, other injury(ies) or complication please describe: reference to essure in 2007 followed by pregnancy bleeding and nickel allergy. Per removal report, right side originally misplaced (never in tube) with embedment in uterine cavity, hair loss were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure (ess205) inserted. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure was removed). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure (ess205). Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: right side misplaced; in uterine cavity"), embedded device ("right side originally misplaced (never in tube) with embedment in uterine cavity"), pregnancy with contraceptive device ("pregnancy with essure device / pregnancy (no complications)"), genital haemorrhage ("abnormal bleeding (general)"), haemorrhage in pregnancy ("pregnancy bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 24-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multiparous ((B)(6) 2002, (B)(6) 2003, (B)(6) 2006, (B)(6) 2008), anxiety, depression, microscopic hematuria, multi gravida and genital bleeding. Previously administered products included for an unreported indication: depo-provera from 2004 to 2006, loestrin and birth control pills. Concurrent conditions included tachycardia since 2014. Concomitant products included metoprolol since 2014 for tachycardia as well as ethinylestradiol;norethisterone acetate (loestrin) since (B)(6) 2007. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping) / painful periods") and vaginal discharge ("vaginal discharge"), 14 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced fatigue ("fatigue"). In (B)(6) 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In (B)(6) 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse) / painful intercourse"), dyspareunia ("dyspareunia (painful sexual intercourse)") and rash ("allergic or hypersensitivity reaction - type: rash"). In (B)(6) 2007, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). In 2008, the patient experienced migraine ("migraines / headaches"), alopecia ("hair loss"), mood swings ("hormone changes (mood swings)"), hypertonic bladder ("bladder or urinary problems or changes overactive bladder") and headache ("headaches"). On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In 2013, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), skin disorder ("rashes or skin conditions") and allergy to metals ("nickel allergy/ allergic or hypersensitivity") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and ablation). Essure (ess205) was removed on 8-dec-2015. At the time of the report, the device expulsion, embedded device, pregnancy with contraceptive device, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, vaginal haemorrhage, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, skin disorder, migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, rash, mood swings, hypertonic bladder and headache outcome was unknown, the weight increased was resolving and the alopecia had resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 4, para 4. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered allergy to metals, alopecia, cystitis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhage in pregnancy, headache, hormone level abnormal, hypertonic bladder, menorrhagia, migraine, mood swings, nausea, pregnancy with contraceptive device, rash, skin disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure (ess205). The reporter commented: it was reported that she went into early labor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. Pregnancy test - on an unknown date: results: positive. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-nov-2018: plaintiff fact sheet received. Events added from pfs- hormone changes (mood swings), bladder or urinary problems or changes overactive bladder and headaches. Event bladder or urinary problems and bladder or urinary problems or changes were deleted. Onset date of event dyspareunia was updated. Concomitant drug added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device expulsion ("malposition of essure device location of device: right side misplaced; in uterine cavity"), embedded device ("right side originally misplaced (never in tube) with embedment in uterine cavity"), pregnancy with contraceptive device ("pregnancy with essure device"), genital haemorrhage ("abnormal bleeding (general)"), haemorrhage in pregnancy ("pregnancy bleeding"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") in a 24-year-old female patient (gravida 4, para 4) who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multiparous (B)(6) 2002, (B)(6) 2003, (B)(6) 2006), anxiety, depression, microscopic hematuria, multi gravida and genital bleeding. Previously administered products included for an unreported indication: depo-provera from 2004 to 2006, loestrin and birth control pills. Concurrent conditions included tachycardia since 2014. Concomitant products included metoprolol since 2014 for tachycardia. On (B)(6) 2007, the patient had essure (ess205) inserted. On (B)(6) 2007, 14 days after insertion of essure (ess205), the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In february 2007, the patient experienced fatigue ("fatigue"). In april 2007, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and nausea ("nausea"). In may 2007, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and rash ("rash"). In june 2007, the patient experienced weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2008, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2008, the patient experienced bladder disorder ("bladder or urinary problems"), urinary tract disorder ("bladder or urinary problems or changes"), the first episode of migraine ("migraines / headaches"), the second episode of migraine ("migraines / headaches") and alopecia ("hair loss"). On (B)(6) 2008, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) with pelvic pain. In 2013, the patient experienced cystitis ("infection (bladder/ urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), haemorrhage in pregnancy (seriousness criterion medically significant), hormone level abnormal ("hormonal changes"), skin disorder ("rashes or skin conditions"), allergy to metals ("nickel allergy/ allergic or hypersensitivity") and dyspareunia ("dyspareunia (painful sexual intercourse)"). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) in place during the first trimester of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (salpingectomy (bilateral removal of fallopian tubes)), surgery (ablation), surgery (ablation) and surgery (ablation). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the device expulsion, embedded device, pregnancy with contraceptive device, genital haemorrhage, haemorrhage in pregnancy, menorrhagia, vaginal haemorrhage, hormone level abnormal, cystitis, urinary tract infection, vaginal infection, female sexual dysfunction, skin disorder, bladder disorder, urinary tract disorder, the last episode of migraine, nausea, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue and rash outcome was unknown, the weight increased was resolving and the alopecia had resolved. The pregnancy outcome was reported as a live birth of a healthy child. The reporter considered allergy to metals, alopecia, bladder disorder, cystitis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, female sexual dysfunction, genital haemorrhage, haemorrhage in pregnancy, hormone level abnormal, menorrhagia, nausea, pregnancy with contraceptive device, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased, the first episode of migraine and the second episode of migraine to be related to essure (ess205). The reporter commented: it was reported that she went into early labor. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion pregnancy test - on an unknown date: positive most recent follow-up information incorporated above includes: on (B)(6) 2018: reporters added. Updated laboratory date. Added events rash. Updated onset date. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.